Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called regarding installtion of left knee replacement off by 4 degrees. Having pain and instability and concerned with future issues of the hip and leg. Had a meeting with surgeon and meeting with physician's assistant, not given any indication if revision surgery should be done. Patient has copy of xrays.

Manufacturer narrative:
An event regarding instability involving an unknown left knee was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: review of medical records by a consulting clinician indicates: "no clinical or past medical history, no pre-operative bilateral knee x-rays, and no operative report are available for review. The undated x-rays indicated one view in 10° of valgus and the other view in neutral, which could represent rotational artifact. The components appear nominally placed in their respective bones. There is no indication that any factors of faulty components are present or that revision surgery will be required for this clinical situation." Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: review of medical records by a consulting clinician noted: "the undated x-rays indicated one view in 10° of valgus and the other view in neutral, which could represent rotational artifact. The components appear nominally placed in their respective bones." However, the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient called regarding installation of left knee replacement off by 4 degrees. Having pain and instability and concerned with future issues of the hip and leg. Had a meeting with surgeon and meeting with physician's assistant, not given any indication if revision surgery should be done. Patient has copy of xrays.